Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a unknown procedure, the scrub nurse tried to screw handpiece to the device, would not screw on and acoustic mount had broken off. Not noted how case completed. No patient consequence.